Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, r-wave far field oversensing was observed. Ts discussed programming options with the hcp. No adverse patient effects were reported. The ICD remains in service.